Event description:
Boston scientific received information from the patient that in the last three months, the device longevity has decreased from one year remaining to less than six months remaining. The patient also noted that while on an amusement park ride, the heart rate did not increase. When the patient stepped off the ride, the heart rate accelerated for a few minutes. The patient noted that recently the device has started to vibrate for approximately ten seconds at a time. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Additional information was received that this device was explanted for battery depletion. No additional adverse patient effects were reported.

Event description:
--